Event description:
Information was received based on review of a manuscript titled, "a comparison of 2 tibial inserts of different constraint for cruciate retaining (cr) primary total knee replacement: an additional tool for balancing the posterior cruciate ligament (pcl)". This manuscript analyzed a specific cr prosthesis which has 2 poly inserts intended for cr knee use, which allows for fine tuning of the tension in the flexion gap separately from the extension gap, and to analyze the comparative use of these two designs, defining any clinical setting which favors the use of one insert over the other. The hypothesis of this study is that the clinical outcomes for each insert should be similar if the goal of optimal soft tissue has been achieved. This study uses the vanguard total knee, manufactured by biomet. A patient was identified in the article that underwent a right total knee arthroplasty on (B)(6) 2008. Subsequently, patient experienced a dislocation and underwent a right lateral retinacular release. No implants were removed.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Information was received based on review of a manuscript titled, "a comparison of 2 tibial inserts of different constraint for cruciate retaining (cr) primary total knee replacement: an additional tool for balancing the posterior cruciate ligament (pcl)". This manuscript analyzed a specific cr prosthesis which has 2 poly inserts intended for cr knee use, which allows for fine tuning of the tension in the flexion gap separately from the extension gap, and to analyze the comparative use of these two designs, defining any clinical setting which favors the use of one insert over the other. The hypothesis of this study is that the clinical outcomes for each insert should be similar if the goal of optimal soft tissue has been achieved. This study uses the vanguard total knee, manufactured by biomet. A patient was identified in the article that underwent a right total knee arthroplasty on (B)(6) 2008. Subsequently, patient underwent a retinacular release on (B)(6) 2009 due to dislocation caused by patient fall; there was no alleged failure of implants. No implants were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."this information was originally reported on 1825034-2015-02563 which referenced a journal article written on a study that this patient took part in.